Event description:
It was reported that during a stenting treatment procedure, stent foreshortening occurred. The target lesion was located in the superficial femoral artery. The lesion ranged from 12-18cm x 5-6mm. Utilizing an antegrade approach, pre-dilation was performed with an unknown balloon. An unknown size innova stent was advanced to the lesion. During deployment, the physician observed the proximal ro marker of the stent continuously moving "down" on the angiography image, indicating shortening of the stent, ranging from 2-4cm. Post-dilation was not performed. An additional stent was deployed to treat the remaining portion of the lesion. The stent was considered well positioned and well apposed. There were no additional patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product. (B)(4).

Event description:
It was further reported that the foreshortening was noted to be proximal and the deployed stent length was 10cm long.

Manufacturer narrative:
Event date, describe event or problem, catalog/model #, device lot number, device expiration date, if implanted, give date, device manufactured date: updated brand name: corrected from innova self-expanding stent system to innova. (B)(4). Upn: corrected from unk695 to h74939180071570. (B)(4).